Event description:
The voluntary medwatch report stated that the right ventricular (rv) lead had been capped for an unknown reason. The patient¿s condition was not known.

Manufacturer narrative:
The right atrial (ra) lead reported in separate medwatch#mw5179261.